Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil was detached prematurely in the microcatheter. The coil was not yet implanted in the patient. There was no surgical or medicinal intervention required. It was unknown if the pushwire was bent or broken. There was no friction or difficulty during delivery. The physician did not reposition the coil and did not attempt to detach the coil. Continuous lush was administered during the procedure. The reported device and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the ophthalmic artery with a max diameter of 3mm and a 1.3mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. Ancillary devices include an echelon10 microcatheter.

Manufacturer narrative:
H3: product analysis #(B)(4) :equipment used: vis (m-78210), 203cm ruler (m-83361) document used: n/a as found condition (condition of returned device): an axium prime coil and an unknown catheter were returned for analysis within a shipping box; within a sealed biohazard pouch and a tyvek biohazard pouch. Visual inspection/damage location details: the model and lot numbers for the unknown catheter were not provided; therefore, compatibility could not be assessed. The axium prime coil pushwire assembly was not returned. The implant coil was found to be already detached and within unknown catheter. The implant coil was found to be protruding from the catheter body 4.0cm from distal tip. The implant coil was found to be stretched and damaged. No other anomalies were observed. The total length of the unknown catheter was measured to be 114.8cm. The catheter body was found to be flattened at 9.0cm for 8.5cm and punctured at 4.0cm from distal tip. The catheter distal tip was found to be damaged. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the analysis performed, the customers report of ¿premature detachment¿ was unable to be confirmed as the axium prime was returned with the implant separated from pushwire assembly. The root cause could not be determined. Since the included detach element was not returned for analysis, any contributing factors could not be determined. Possible causes for premature detachment are user advances the coil against resistance, pusher rotation and the coil not being retracted in a one-to-one motion with the implant pusher during repositioning. (Reyesr32 2023-08-30) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.